Manufacturer narrative:
Device was used for treatment, not diagnosis. Although an event date of (B)(6) 2016 was reported, it is unknown if the plate actually broke on this date or if this was the date the patient first experienced symptoms. The subject device is expected to be returned to the synthes manufacturer for evaluation but has not yet been received. (B)(6). A device history record review was performed for the subject device lot. The review reviewed a non-conformance associated with the lot. Four parts had indentations which were caused by clamping. These parts were scrapped according to regulations. This non-conformance would not have contributed to the complaint condition. The date of lot manufacture was aug 16, 2012. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that revision surgery was performed on (B)(6) 2016 to remove a broken locking compression plate (lcp). The patient initially underwent surgery to place external fixators to temporarily treat an exposed fracture of the right leg on (B)(6) 2015. Antibiotic treatment was also administered to treat the soft tissues. On (B)(6) 2015, the patient underwent a second surgery to reduce the fracture and implant the lcp. A left iliac crest graft was performed on (B)(6) 2015. The patient was discharged from the hospital on (B)(6) 2015. The patient was walking with crutches and was not fully weight bearing. On (B)(6) 2015 the patient felt a "break" without obvious trauma and followed up at that hospital where x-ray revealed non-union and the lcp fracture. The patient underwent revision surgery, as previously stated, on (B)(6) 2016 during which time the lcp was removed and the patient was revised with an unknown synthes nail. The patient's postoperative outcome was reported as stable. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the product was not returned in the original packaging. The laser etching was readable. The plate is broken at the sixth hole; the two pieces exhibit multiple marks and scratches on all sides. Multiple holes are damaged with residue in the threads. Based on this, the complaint is rated as confirmed, but not valid from the point of view of the manufacturing site. No manufacturing related issues were identified and/or confirmed. Product investigation summary: the complained locking compression plate was forwarded to the responsible manufacturing site for evaluation. The investigation has shown that the plate is broken at the sixth hole. Mostly all holes are damaged with residue in the threads. All intact dimensions relevant for the function of the product were measured and fulfilled the specifications. The material certificate of the raw material lot used was reviewed and found according to the specifications. The review of the production history revealed that this lcp was manufactured in august, 2012 in accordance with all established requirements and with no non-conformities reported. No abnormalities or deviations were detected which could lead to the complaint failure. The information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing or material related condition can be excluded. Various screws (10 units) were received all intact. No indication for material or manufacturing related issues. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient was in an accident on (B)(6) 2015 resulting in a gustilo grade 1 open fracture of the right leg. Emergency surgery was performed with placement of external fixation. He received intravenous antibiotic treatment and soft tissue care pending final surgery. Surgical reduction and osteosynthesis were performed with a low profile locking compression plate (lcp) on (B)(6) 2015. A left iliac crest graft was performed on (B)(6) 2015, and he was discharged on (B)(6) 2015. At his checkup on (B)(6) 2015, the patient was non-weight bearing and walking with two canes; the patient complained that, with no obvious trauma, he felt a breaking sensation. An osteosynthesis fracture and delayed consolidation were seen on the x-rays. A reoperation was scheduled. The lcp osteosynthesis plate was removed and an intramedullary nail was placed on (B)(6) 2016. Patient is currently hospitalized for pain management and observation of soft tissue.